Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during a supply change and repeatedly presented a restart alert consistent with a motor stall, resulting in a failure to infuse and inability to proceed with therapy; the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided. Investigation of this case revealed a communications-related problem was identified, with the event characterized as a failure to infuse associated with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.